Event description:
The account alleges that the head hi/low function has unintentional movement when any function is engaged.

Manufacturer narrative:
The technician replaced the hydraulic manifold, which resolved the issue. The device functions are designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.